Manufacturer narrative:
Additional review indicates the information regarding the charging issue was already reported in manufacturer¿s report #3004209178-2020-05744. Any additional information regarding the event/charging issue will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). It was reported the neurologist sent therapy impedance report from the last two sessions. (B)(6) 2020 - l 893ohms r 863ohms (B)(6) 2019 - l 893ohms r 907ohms the rep asked about the therapy impedance values and how they would affect the recharge interval. Technical services reviewed the in formation. They stated the patient was not totally familiar with the controller icons when they reviewed them, so the rep thought that the issue may be related to just an implantable neurostimulator recharger (insr) use issue. The rep asked for additional information about the insr diagnostics screens and the information was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient laid on his right side, the side where the battery was replaced, the patient felt a shocking sensation. All impedances were within range. No further complications were reported/anticipated.

Event description:
Additional information was received: it was reported that patient services called the rep back and information was gathered stating that the patient got a new recharger and that didn¿t resolve the issue. The caller stated that the patient didn¿t charge for an entire weekend and when connected it took 1 minute to charge to full. The patient typically charged 7 or 8 minutes per day. During the original call the caller said the patient had been having the issue for the past couple of months. During that call the caller indicated they thought the patient didn¿t understand the full ins charge icon for the past couple of months but the issue with charging duration had been over the past week or couple of weeks. The reason for the call was to ask about the recharge stats and how to access them. The cause of the shocking wasn¿t determined. The actions/interventions to resolve the issue and the resolution itself were also unknown. To clarify the shocking sensation, it was smaller and not as electrical, but more in their body. The patient was asked to report any further shocking incidences. Impedances were all in normal range. The resolution was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicates that information regarding the shocking from manufacturer¿s report #3004209178-2020-07215 was already reported in this report (#3004209178-2020-05784). In addition, information regarding tingling in patient's hand was also reported in the manufacturer's report #3004209178-2020-07215. Any additional information regarding this event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.